Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex device did not open at the distal end during the procedure. The patient underwent embolization treatment for a small unruptured saccular aneurysm located in peri clinoid, measuring 4mmx3mm, landing zone distal 4.3mm proximal 5mm it was reported that while trying to deploy the pipeline the distal end was not opening. The physician resheathed 2 times and did not like the way the device was opening so he removed the device and catheter. Upon removal it was noted the distal end was not fully opened. The pipeline resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event. Dapt (dual antiplatelet treatment) was administered. The pru level was 140. No images available for review. The pipeline and the accessory devices were prepared as indicated in the IFU. Less than 50% pipeline had been deployed when it failed to open. Less than or equal to 2 times the pipeline was resheathed. The angiographic result was good post procedure.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex braid was returned without pushwire. The distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. No other anomalies were observed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.